Event description:
It was reported that while the ventilator was connected to a patient the peep (positive end expiratory pressure) settings value ( that is displayed on the ventilator screen above the quick access knobs) was changed from 5 to 7cmh2o, then to 6cmh2o, and then back to 5cmh2o within a matter of seconds. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by the hospital biomed that is trained on the ventilator model, the device logs were downloaded. No information of replaced parts has been received. The ventilator has been returned back in service and no further issue has been reported. According to customer information it was the patient's family that noticed the parameter change. The dates of event were the (B)(6), and therefore the date of event has been updated accordingly. Evaluation of the device logs confirms that peep settings have changed on two occasions. It changed both times from 5 cmh2o to 6 cmh2o and after 50 minutes (the second time after 40 minutes) it changed to 7 cmh2o. Alarms for peep high were generated both times and a few seconds after were the peep settings changed back to 5 cmh2o. The changes can be confirmed but not that they occurred within a matter of seconds. The pre-use check before and after the time for the event was successful. There are no technical alarms in the log. By design no parameter change can be done without turning the direct access parameter's knob physically or without user interaction via the touch screen on the user interface. We are unable to determine the cause of the reported event but there is no indication of a technical ventilator failure at the time for the reported event.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.